Manufacturer narrative:
Analysis was able to confirm the stated reason for return of a noisy fan but was unable to confirm the stated reason for return of "unspecified starting problems", no starting problems occurred during incoming testing. At analysis it was also noted that there were errors in the update history and the stylus was not working. The stylus and cooling fan were replaced, the touch screen calibrated, new software was installed, the device was cleaned and it passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a noisy fan and unspecified starting problems. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.